Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: 0205980303, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 04-apr-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 264 mcg/day) via an implantable pump for spastic paraplegia. It was reported there was suspicion of catheter occlusion. The date of incidence was (B)(6) 2018. The event was considered serious. It was stated on (B)(6) 2018, due to battery longevity of the pump, the pump replacement procedure was performed under local anesthesia. The drug could not be aspirated from the catheter, and the patient was placed under observation by replacing the pump only. It was additionally stated on (B)(6) 2019, the patient had paraplegia, but the dosage of 264 mcg/day was high. Therefore, performing a replacement procedure only of the catheter on (B)(6) 2019 was decided. The physician's assessment indicated the dosage of 264 mcg/day was in simple continuous administration. However, the dosage was not reduced even though the flex mode was tried before. It was considered that replacement of the catheter was necessary. The outcome was unrecovered. The event was considered not causally related to the drug, catheter, pump, or programmer, and unknown if causally related to the surgical procedure. There were no reported symptoms. Further complications were not reported. Additional information indicated the catheter replacement procedure was performed on (B)(6) 2019 as scheduled. Only the catheter was replaced. Additional information was received. The concentration of gabalon was 2000 mcg/ml before the catheter replacement, and 1000 mcg/ml when refill was performed during the catheter replacement. It was considered there was low possibility of kink from previous CT images. It was indicated after the catheter replacement saline solution could flow in the catheter. There was a possibility that the occlusion was washed away by the saline solution, but occlusion near the tip was unknown. The outcome was recovered. It was indicated the dosage before catheter replacement was 264 mcg/day, and could be maintained around 55 mcg/day after the replacement. The catheter would not be returned, as it was discarded by the customer.